Manufacturer narrative:
As reported via the (B)(4) registry, the patient experienced double vision and hypotension during the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the ostial right internal carotid artery. The lesion was described as eccentric and 20mm in length, with thrombus present within the lesion. The reference vessel was 6.0mm in diameter and mildly tortuous. A boston scientific embolic protection device was used for the procedure. The lesion was pre-dilated, and a 6.0 x 30mm precise pro rx was implanted at the target lesion. Following stent placement, the patient experienced double vision, and following post-dilation with a non-cordis 5.0 x 20mm balloon, the patient experienced hypotension (bp 59/47mmhg). Following treatment with a dopamine drip, the symptoms fully resolved. Double vision lasted 10 minutes and hypotension lasted 5 minutes. The investigator felt that the event was due to a transient occlusion of the internal carotid artery during balloon inflation. The patient was discharged the following day with nih and rankin stroke scores of 0. According to the investigator, the event was not related to cordis product, but was related to the index procedure. The patient's medical history includes first-degree relative with premature coronary artery disease (cad), hyperlipidemia, clinical copd, history of smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. The device was implanted and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Manufacturer narrative:
Concomitant products and medications: 5.0 x 20mm sterling balloon, boston scientific embolic protection device aspirin, clopidogrel, heparin. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) registry, a patient experienced double vision and hypotension during the index procedure. At the time of the index procedure, angiography revealed 80% stenosis in the ostial right internal carotid artery. The lesion was described as eccentric and 20mm in length, with thrombus present within the lesion. The reference vessel was 6.0mm in diameter and mildly tortuous. A boston scientific embolic protection device was used for the procedure per md decision. The lesion was pre-dilated, and a 6.0 x 30mm precise pro rx was implanted at the target lesion. Following stent placement, the patient experienced double vision, and following post-dilation with a non-cordis 5.0 x 20mm balloon, the patient experienced hypotension (bp 59/47mmhg). Following treatment with a dopamine drip, the symptoms fully resolved. Double vision lasted 10 minutes and hypotension lasted 5 minutes. The investigator felt that the event was due to a transient occlusion of the internal carotid artery during balloon inflation. The patient was discharged the following day with nih and rankin stroke scores of 0. According to the investigator, the event was not related to cordis product, but was related to the index procedure.